Event description:
Hospital advised that the patient had experienced multiple vascular surgeries and heparin was being used as an anticoagulate. Physician ordered 37 units of heparin to be infused per hour. System was set up to infuse, two modules were infusing at the time of the event. Heparin was infusing on channel b and an unidentified maintenance drug was infusing on the other channel. The day nurse went in to the patient's room at 8:00 a.m. For an assessment, and observed that the system was infusing. Nurse could not state for certain that both channels were infusing at that time. The nurse discovered at 2:30 p.m. That channel b was not infusing. Nurse did not know how long channel b had not been infusing. Nurse checked the patient's chart and determined that at 1:00 a.m. On the night of the 26th patient ptt was 48.2 and at 8:30 a.m. Ptt was 32.4. Based on this, nurse believed it was sometime between 1:00 a.m. And 8:30 a.m. That the heparin channel stopped infusing. Nurse advised that the rate of the heparin infusion was changed from 17.1 cc/hr to 17.6cc/hr at 2:25 a.m. On the date of the event. For a patient on heparin the goal is a ptt of 55 - 75. The surgeon was called, and the patient was manually given a bolus push of 6,000 units of heparin, then taken to surgery because patient's leg clotted off. The patient recovered and went home a few days later.